Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification during incoming inspection due to the battery drawer being stuck. It was also noted that the output connector assembly and hanger assembly were broken. The display wire insulation was pinched but the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.